Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no suture or ts remain on the delivery needle or were returned for examination. The needle tip is bent on two planes and is cracked. The break area shows evidence of plastic deformation. The depth limiter is damaged in a corresponding location with the observed tip damage. Functional assessment is prohibitive due to the devices returned condition. Per the device instruction for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during meniscus repair surgery, after t1 was deployed into meniscus, t2 was deployed and secured unsuccessfully. T1 and t2 were removed from patient. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.